Event description:
It was reported that the pacemaker could not be interrogated and it did not appear to be working when the patient came in for follow-up. The patient had been seen five months previously and everything seemed fine. The patient had symptoms of shortness of breath. The battery seemed to deplete quickly with no warning. The patient was admitted to the hospital and a device replacement is planned. The device is subject to an advisory. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the pacemaker could not be interrogated and it did not appear to be working when the patient came in for follow-up. The patient had been seen five months previously and everything seemed fine. The patient had symptoms of shortness of breath. The battery seemed to deplete quickly with no warning. The patient was admitted to the hospital and a device replacement is planned. The device is subject to an advisory. It was further reported that the device was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model.

Event description:
It was reported that the pacemaker could not be interrogated and it did not appear to be working when the patient came in for follow-up. The patient had been seen five months previously and everything seemed fine. The patient had symptoms of shortness of breath. The battery seemed to deplete quickly with no warning. The patient was admitted to the hospital and a device replacement is planned. The device is subject to an advisory. No further patient complications have been reported as a result of this event. The device was explanted.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: (B)(4) the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model.